Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of rupture was received on june 04, 2021 with lot number 1719342. Visual analysis of the returned device identified one extended opening, dark ring, brown particles material was found on the shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified seven smooth patterns along the same edge, stress marks and wear abrasion. Based on the device analysis the final assessment is: seven smooth patterns along the same edge smooth in the side radius/anterior assessed as smooth opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.